Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 310c27, serial/lot #: (B)(4), ubd: 12-apr-2023, UDI#: (B)(4). Conclusion: without the return of the products, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately after implant of this 27mm bioprosthetic valve, the valve was explanted and replaced with a 25mm valve of a different model. The reason for explant is unknown. Thirteen days post implant, the patient died. The cause of death was not received. There was no evidence to suggest that the valves or their function contributed to the patient¿s death. It is unknown whether an autopsy was performed.